Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was over discharged for the third time and needed to be replaced. The factors that may have led to or contributed to the issue was because patient failed to keep her implant charged. Recovery of the battery was attempted but was not successful because of it being over discharged 3 times. A battery replacement with intellis was performed, and stimulation was resumed after implant, which resolved the issue.